Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000058262.

Event description:
It was reported during procedure to address high impedances on one lead (related manufacturer reference number: 3006705815-2025-19646), the other lead was accidentally pulled down. While repositioning the lead, the stylet was unable to be removed; hence, the entire lead was explanted and replaced to address the issue. Investigation was unable to identify which lead attributed to the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.